Event description:
Boston scientific received information that during a routine device follow-up, this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2,000 ohms. The pacing threshold measurements had also increased. An x-ray did not reveal any anomalies with the lead. However, as the device was nearing elective replacement indicator (eri) battery status, the lead and device were replaced. A new, non-boston scientific lv lead was implanted with a new cardiac resynchronization therapy pacemaker (crt-p). Defibrillation therapy was no longer required for this patient. The right ventricular (rv) lead remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 412-413 mm from the terminal pin. The inner insulation was found to be torn in this area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.